Manufacturer narrative:
H3: added additional info. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, stopcock condition, and trocar condition, conforming. Functional tests & results: does safety shield retract, and lockout functional, nonconforming; and flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "device would not arm" was found to be intermittent arming of the instrument. No deformity could be identified during the visual examination and functional testing. No conclusion could be reached as to how the reported incidence had occurred.

Event description:
It was reported the 355l was used during a laparoscopic cholecystectomy. It was reported the device would not arm. The device was from kit ftr72. Another was opened to complete the case and worked fine. There was no consequence to the patient.